Event description:
It was reported that there was a low impedance reading for contact pairs 4/9 and 5/10. All other combination pairs were within normal limits.

Event description:
Follow up information received reported that the patient was able to be programmed effectively to obtain good coverage for their chronic pain area. It was noted that since the patient had been getting effective therapy, the manufacturer's representative had not seen the patient for further programming sessions. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n296244, implanted: (B)(6) 2012, product type: accessory. (B)(4).